Event description:
Explant of left total knee prosthesis and insertion of cement antibiotic spacer for left knee prosthetic infection. A piece of the mini oscillating saw blade broke off during the explant portion of the procedure. The base of the blade broke from the attachment to the tps tool not from the tip of the blade.